Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room (ER) after receiving multiple shocks from the implantable cardioverter defibrillator (ICD) for rapidly conducted atrial activity. The device was explanted and replaced. No further patient complications have been reported as a result of this event.